Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray images found evidence of a disassociation event. For the femoral head, there was no evidence of implant fracture any anything else indicative of a device non-conformance. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary total hip replacement. Liner component has too much debris after 3 years and 6 months of implantation. Doi: (B)(6) 2016, dor: (B)(6) 2020, unk hip.